Manufacturer narrative:
The roth net platinum subject of the reported event is unavailable for evaluation; the user facility has not responded to multiple requests for additional information. Without the return or inspection of the subject device, a root cause cannot be determined. The instructions for use (IFU 730988) contains directions that instruct the user the following instructions: "short strokes, 1"-1.5" (2.5cm - 3.8cm) in length, are recommended throughout device passage to avoid sheath kinking. The following conditions may not allow the roth net device to function properly: (1) advancing the handle to the open position with too much speed or force, (2) attempting to pass or open the device in an extremely articulated endoscope, (3) attempting to actuate the device in an extremely coiled position and/or (4) actuating the device when the handle is at an acute angle in relation to the sheath." The device history record was reviewed and confirmed the subject lot was manufactured to specifications; no abnormalities were noted. A complaint review confirmed this to be an isolated event for the subject lot. No additional issues have been reported.

Event description:
The user facility reported via medwatch (B)(4) that during a patient procedure, the net component of the roth net platinum did not open. No report of injury.